Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said patient had trial "several weeks ago" and then patient had implantable neurostimulator (ins) permanently implanted. Caller said after implant they were told not to touch anything for a week so they didn't touch anything. Caller said that they did not think ins was on and ins was not helping at all with symptoms. Caller said patient was much worse than before, going all the time and having accidents. Caller said that patient met with doctor who attempted to reprogram the device to help with symptoms. Patient wanted to increase stimulation and caller wants to make sure that they were using patient programmer (pp) properly. Caller was getting poor communication when using the pp antenna. Caller said patient did not have bandages on anymore. Caller was unable to connect using pp antenna so caller attempted to connect with using only pp. Caller said that they had to go over patient's "wires" at patient's tailbone to connect with pp. They sync with the patient programmer. It showed that stim was off. Caller connected with pp and said stim was set to 1.5. Caller attempted to increase, as patient requested. Caller said pp showed the screen indicating ins needed to be turned on. It was reviewed how to turn ins on. Caller turned ins on and patient began feeling stimulation. Caller decreased stim to 1.4 and patient felt stimulation at a comfortable level. It was reviewed poor communication with pp antenna could be due to healing process. It was reviewed if poor communication continues when using pp antenna after a few weeks, caller can reach back out to further asses. Caller said that they would like more education on how to use pp as representative went over the information too fast and caller doesn't know what to do. Caller said that representative didn't provide thorough information on how to use pp. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Additional information was received and it was reported that patient was not sure what the cause of the therapy and stimulation being off was. It was noted patient's doctor programmed their device and the therapy issue had been resolved though they still had the occasional accident. Patient noted it was primarily when they delayed going to the bathroom because they were busy with a project. No further complications were reported. Additional information was received from the friend/family member. The caller stated that the patient had never really experienced symptom relief with the device. The caller stated the patient used the bathroom all the time. Caller mentioned that when the patient went to the healthcare provider's office and got an x-ray, the healthcare provider said there were 2 things wrong with the device and 2 things working with the device. The caller stated the healthcare provider did not go into detail about what was wrong, they just told them the manufacturer representative (rep) would help resolve the issue. Caller stated they had a meeting scheduled for the day of the report, but the rep had to reschedule due to a different procedure. Caller stated they tried calling the rep, but their inbox was full. They were requesting patient services to reach out to the rep. They were redirected to follow-up with their doctor regarding the reported issues. No further complications were reported or anticipated.